Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar on the erbe was not working. The caller stated that they replaced the cable and instrument, but nothing changed. They did not use bipolar in this procedure. They were setting up force triad, but system was also restricted due to technical issues. The site switched to synchroseal instrument (using e-100) instead. An error logs showed multiple c-38, m-11, m-18 issues (hf measurement too low). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: upon powering on the system, there were no errors. However, when attempting to use monopolar scissors with the erbe machine, error messages were displayed. The procedure was completed laparoscopically and partially robotically. The conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change in procedure. No obvious injury was noticed, although the case took longer to complete indicated to less than 15 minutes delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe to resolve the issue. The system was verified and ready to use. Isi has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The integrated electrosurgical unit was returned for failure analysis and the reported failure (errors when firing monopolar) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.